Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with a concurrent ¿sensor unavailable¿ alert from a libre 3+ cgm, which led the ilet to stop insulin delivery and display ¿high¿ despite a contemporaneous fingerstick of 370 mg/dl; the user uses a contact detach infusion set and required sensor reconnection, full supply change, and ultimately a sensor replacement to restore readings and insulin delivery. Symptoms included elevated glucose levels consistent with hyperglycemia. Outcomes included transient interruption of automated insulin delivery with user coaching and recovery without hospitalization. Investigation included customer interview, device-use troubleshooting, sensor reconnection, infusion set and supply replacement, and sensor replacement with re-pairing and warm-up. Investigation of this case revealed loss of cgm communication resulting in suspended insulin delivery and inaccurate on-pump display until the cgm was replaced and warmed up. It was concluded that the event was related to cgm signal unavailability leading to insulin suspension, with resolution after sensor replacement and system reinitiation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.